Event description:
User facility reported a novasure endometrial ablation was completed on 06/19/2009. The patient was discharged home. The following evening (2009) the patient went to the emergency room (ER) with a fever of 102 degrees fahrenheit, nausea, and abdominal discomfort. On admission to the hospital her hemoglobin had dropped from 11 (unit of measurement unknown) before the procedure to 7.7 on the same day. On laparoscopy, no perforation or thermal injury was seen, however, they visualized a pooling of liquid in the uterine cavity and the fallopian tubes were "slightly swollen". The cavity was flushed and antibiotics (name of medication unknown) were started. Blood cultures were positive for escherichia coli. The physician believes this patient has "an auto immune disorder that is preventing the patient's body from handling normal trauma". During follow-up six days later, it was reported the patient was discharged from the hospital (date of discharge unknown). During follow-up on the following month, it was reported the patient has been seen by the physician on follow-up and is doing fine. Additionally, it was reported the patient has been referred "to another physician to look into an auto immune disorder".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.